Manufacturer narrative:
Update: h6, d6a,b the devices involved in this case were not returned for direct evaluation. However, an image provided by the reporting party shows that two screws from the patient's left mandible plate had become loose. These two screws were the only ones confirmed to be loose. The case was reviewed by stryker's medical expert. His assessment concluded that the loose screws were likely attributable to the patient¿s poor bone quality in the maxilla. Specifically, regarding the two loose screws in the mandible, he suggested that they "could have been inserted over the tooth roots, at a position higher than recommended by the design proposal." In summary, the reported event appears to be related to the patient¿s compromised bone quality, combined with the possible misplacement of the screws over the tooth roots. Following a thorough investigation, no evidence was found to suggest any product malfunction, nor any design, material, or manufacturing defects.

Event description:
It was reported a revision surgery was performed to revise the screws and plate due to the devices not meeting surgeons expectations.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported a revision surgery was performed to revise the screws and plate due to the devices not meeting surgeons expectations.